Event description:
The event is reported as: complaint alleges: (B)(6) patient pulled on the catheter and it broke off at the y site between the bulb and patient connector. No patient injury reported. Patient condition is fine.

Manufacturer narrative:
Device sample not returned to manufacturer in time for this report.